Event description:
A review of service data detected a reportable event. During servicing, battery pack sn (B)(4) was unable to charge. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. Upon investigation, the battery pack was unable to charge. A review of pt flags also showed that the battery was not lasting a full 24 hours in the field. The root cause for the non-functional battery pack could not be positively identified, but was likely defective battery cells. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any deficiencies.